Event description:
The customer indicated that a patient was undergoing a mini laparoscopic sterilization reversal procedure and suffered two third degree burns where the monitoring electrodes were placed. The electrodes are sticky patches with needles in the center. The burns were located above the right eye and the left forhead. The severity of burns may require plastic surgery.